Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. This report is for an unknown guide sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent invasive osteosynthesis with multilock humeral nail for humeral diaphyseal fractures on (B)(6) 2018. During the procedure, surgeon temporarily inserted a screw at hole ¿e¿ of the nail in order to insert an ascending screw. Surgeon then tried to drill the bone for the a-d screw holes, but the drill bit interfered with the nail. Drilling was then completed utilizing a 3.2mm diameter kischner-wire. Surgeon then attempted to measure the depth of the holes with a depth gauge when the tip of the depth gauge broke off. Another depth gauge was used. The multilock screws were then inserted into the affected holes successfully. Based on images taken during the procedure, surgeon judged that the events would not cause adverse consequences to bone fusion. Surgery was completed successfully with a delay of approximately 60 minutes. Surgeon commented that a dry run was completed prior to the procedure with no problem at that time. It was also noted that the nail was bowed (bent) after implantation. Surgeon also stated that the tentative positioning at hole ¿e¿ may have had a negative effect. It was also noted that, because the incision was small, it is possible that the sleeve was pushed by the soft tissue and was interfered with the nail. This report is for one (1) unknown guide sleeve. This is report 3 of 3 for (B)(4).